Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the conclusion of the investigation is based on the event description and available images. Images demonstrates ivc perforation by the filter anterior leg and lateral leg, however the perforations were subjectively considered to be stable. The perforated left lateral leg is still separated from the aorta. The anterior filter leg is at the third portion of the duodenum. The filter is tilted towards the right. The exact root cause for the alleged filter perforation and the alleged fracture cannot be determined based on the limited information provided. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was placed in another hospital in (B)(6) 2008. In (B)(6) 2012, the patient was seen in another department because of another disease. Then, CT scan showed that two of the filter legs perforated the ivc. The patient is supposed to be seen in cardiovascular department after (B)(6) 2012. Additional information received: on (B)(6) 2012 the filter was placed in ivc. On (B)(6) 2012, the patient has not shown any problematic symptoms. Additional information received: 27aug2013 on (B)(6) 2013, follow-up was conducted for the first time in one year. No problematic symptom was observed. Patient outcome: there has been no adverse effects to the patient so far.